Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device did not run (no power), had a worn coupling head and the lock-slide was sticky. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not run, its coupling head was worn and lock slide was sticky. It was further noted that the electric motor and electronic control unit were damaged. The internal components were also found corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper cleaning/care. If information is obtained that was not available for this report, a follow-up medwatch will be filed as appropriate.